Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue of the reagent. The alarm trace showed a premature liquid level detection (lld) hovering on the assay rackpack. The field service engineer (fse) found that the cause of the event was due to a worn sample/reagent probe tip. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The acth reagent lot number was 77908601 with an expiration date of 31-aug-2025. The customer mentioned that they had gripper and qc issues and that they found a probe tip in the reagent pack and another one in the qc cup on the disk. Some voltage error alarms for the sample/reagent probe around the time of the samples' measurements were noted. The field service engineer found that the sample/reagent probe tip was worn causing issues with assay tip security. He replaced the sample/reagent probe and performed alignments. He performed a performance test and precision studies and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for multiple patients' samples tested with elecsys acth assay on a cobas e411 immunoassay analyzer (disk system). Discrepant results for 2 patients' plasma samples were provided. Sample 1 (patient 1): initial result: 1 pg/ml (accompanied by a data flag). Repeat result: 161.6 pg/ml (tested on another e411). Sample 2 (patient 2): initial result: 1 pg/ml (accompanied by a data flag). Repeat result: 115 pg/ml (tested on another e411). The customer noticed multiple <1 pg/ml values and repeated the samples. The repeat results were deemed to be correct.